Event description:
The customer reported via phone call that the insulin pump alarmed off no power, alarmed failed battery test, and required frequent battery changes. The customer stated that the insulin pump shut off unexpectedly a few times. The customer did not know the blood glucose reading. He stated that he did receive a low battery alert prior to the off no power alert. He was advised that a replacement battery cap would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.